Event description:
It was reported that noise was observed and a spike in impedance was found over the last few days. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.